Manufacturer narrative:
H11: one (1) actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. Torque engagement testing was also performed with no issues noted. Torque engagement testing was also performed and the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: additional initial reporter phone no. Is (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) minicap transfer sets were damaged. The transfer sets had been "cranked open" or like "over extended opened." This occurred after treatment of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.